Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem ¿ unknown part, unknown lot, unknown liner ¿ unknown part, unknown lot, unknown head ¿ unknown part, unknown lot. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were provided and review show asymmetric positioning of the femoral head within the acetabular cup suggesting acetabular liner wear. Significant lucency is seen within the proximal femur of uncertain etiology and possibly latrogenic versus evidence of osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -04566, 0001822565 -2018 -04568. Insufficient information available.

Event description:
It was reported patient underwent revision at an unknown amount of time post implantation due to hip pain. It was found that the stem and cup components were loose. They were then removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.